Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/ explanted. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the saw head has been loose during the surgery. This is report 1 of 1 for complaint (B)(4).